Event description:
It was reported that the device was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. After a complete recapture of the device, the device was examined, and it was found that the marker band was deformed and could not be restored. The procedure was then completed with a new wds. There were no patient complications or consequences as a result of this event.

Manufacturer narrative:
Device evaluated by MFR.: a watchman delivery system (wds) was returned for device analysis. Microscopic examination found tip damage as the tri-cuts were flared, abrasions were within the sheath tip, and the distal marker band was kinked. The implant had anchor damage. The observed tip and anchor damage is consistent with deploying and recapturing the implant. There was no other damage or defect found. Product analysis confirmed the reported event as the tip was damaged.

Event description:
It was reported that the device was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. After a complete recapture of the device, the device was examined, and it was found that the marker band was deformed and could not be restored. The procedure was then completed with a new wds. There were no patient complications or consequences as a result of this event.